Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+3.5/074 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).